Event description:
A report was rec'd that a pt underwent a lead revision procedure. There was too much slack in the leads, and the leads were bundling up which was causing discomfort. During the procedure, the leads were replaced although, they were working properly. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.